Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that paralysis occurred immediately after implant. The patient's physician immediately took the patient back into surgery and removed the implant. When the patient woke up they were tested for paralysis and it was gone. The patient had a problem with urination, so they were kept in the hospital until (B)(6) 2015. The problem still persisted but to a lesser degree. They also wanted to keep the patient in for observation or return of paralysis but it didn't occur.

Manufacturer narrative:
Concomitant medical products: product ID: 3775,1 serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), product type: lead. (B)(4).

Event description:
The patient reported that the patient was paralyzed after implant was placed. They were paralyzed waist down. The patient indicated that due to implant they were paralyzed. The patient had the device taken out immediately day of implant because of being paralyzed. They were not paralyzed at the time of the report. The patient wanted to donate her programmer and charger. The event occurred on (B)(6) 2015. If additional information is received, a follow-up report will be sent. Additional relevant medical history: failed back surgery syndrome spinal pain.